Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 30-may-2017, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 30-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a lead revision in may of 2019 because the therapy was not working. The revision didn't work and the patient had another revision on (B)(6) 2019. The patient mentioned that he hasn't recharged the ins since may 2019. The patient was currently recharging the controller and was going to attempt to recharge the ins after the controller was charged. No further complications were reported.